Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing issue was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2020.

Event description:
Related manufacturer reference number: 2938836-2020-07088. New information received note that the noise was observed remotely via merlin.net transmission with pacing inhibition. The noise was not reproducible in the clinic. Device set screw issue was suspected. After the new lead was implanted, sensing, capture threshold and impedance values were stable. The patient was stable after the procedure.